Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical devices: dtba1d1 crtd, implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing as well as possible noise which led to inappropriate mode switching and irregular pacing cycles. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.